Manufacturer narrative:
Pt weight: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting and elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/50. The patient had corneal edema post-op.

Manufacturer narrative:
Device MFR date: 09/29/2015 to 10/08/2015, previous date is incorrect. (B)(4). Device evaluation: lens was returned dry, in a lens case/vial. Visual inspection found the lens haptic torn with clear surgical residue/debris on the product. Work order search: no similar claims were reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).